Event description:
It was reported that the subject underwent the index procedure (B)(6) 2010 and received two promus stents. It was noted that on (B)(6) 2011, the subject died and the cause of death was reported as multiple myeloma [blood cancer]. No additional information was provided.

Event description:
Subsequent information received states the cause of death listed on the death certificant was 'multiple myeloma'. There was no autopsy performed. It was noted that the subject was very ill with cancer and was not able to speak. The subject was at home in florida at the time of death and was not hospitalized. Additionally, the subject was cremated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse patient event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The additional promus stent, referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4).